Event description:
It was reported that upon a follow up visit, a pt's device was showing high impedance with system and normal mode diagnostics. There was no known trauma or manipulation that could have contributed to the events. The review of the x-rays provided did not show any gross discontinuities or anomalies, but there were portions that could not be assessed properly due to poor image quality, so lead discontinuity could not be ruled out at this time. The cause for the high impedance is unknown at this time, but device failure could not be ruled out. The pt is scheduled for a surgery consult, but there hasn't been a surgery scheduled to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities were visualized. Device failure is suspected, but did not contribute to serous injury or death.